Event description:
It was reported that during a rotator cuff repair procedure using a smartstitch m-connector (reusable), the thread did not feed through the device properly; preventing a stitch from being set. The surgeon opted to complete the procedure using a competitor's device. No significant delays or pt complications were reported as a result of this event.